Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was returned for analysis. Returned product consisted of an emerge balloon catheter. There was contrast in the inflation lumen. There was a complete hypotube separation 83.5cm from the strain relief and a hypotube kink 10cm distal of the separation. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The tip was damaged. The balloon was tightly folded. Microscopic examination of the balloon did not reveal any tears or damage. An inflation device filled with water was connected to the remaining distal end of the device by attaching a touhy and a stopcock to the fractured hypotube. The device was inflated to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. Microscopic examination presented no damage or irregularities to the markerbands. Microscopic examination presented no damage or irregularities with the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery (rca). A 2.00mm x 12mm emerge balloon catheter was advanced for dilation. However, upon the first inflation the balloon apparently ruptured before hitting the rated burst pressure. The device was completely removed from the patient. No patient complications were reported and the patient status was fine.